Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during archive data review but not during functional testing. The root cause of the issue was due to the brake gap being out of specification and the gap cannot be readjusted. A replacement of the drivetrain motor is required to remedy the problem. Visual inspection was performed and found no physical damage to the autopulse platform. Initial functional testing was performed and passed with no error message. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A supplemental report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During the call, the autopulse platform (sn (B)(4)) was used on an (B)(6) years old male patient in cardiopulmonary arrest. The patient was placed on the autopulse platform. Upon powering on, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message. The manual CPR was immediately performed on the patient for 30 minutes during the transport. The rosc was not achieved and the patient was pronounced dead at the hospital.